Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0034874. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that (B)(4) syringe 0.3ml 31ga 8mm 10bag 500 wal separated from the hub during use. The following was reported by the initial reporter: "it was reported that the consumer found (B)(4) syringes with the needle shield difficult to remove and the needle hub assembly removed with it. Verbatim: consumer reported found (B)(4) syringes shield hard to remove then removed with needle hub assemblylot #: 0034874, catalog#: 328512, date of event: (B)(6) 2021 for (B)(4)syringe. Date of event (B)(6) 2021 for (B)(4) syringe. Samples status: discarded both syringes".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 syringe 0.3ml 31ga 8mm 10bag 500 wal separated from the hub during use. The following was reported by the initial reporter: "it was reported that the consumer found two syringes with the needle shield difficult to remove and the needle hub assembly removed with it. Verbatim: consumer reported found 2 syringes shield hard to remove then removed with needle hub assembly lot #: 0034874 catalog#: 328512 date of event: (B)(6) 2021 for 1 syringedate of event 01/11/2021 for 1 syringesamples status discarded both syringes"